Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the patient was admitted to the hospital at 15:38 on (B)(6) 2024 for postoperative right breast cancer. The patient had an infusion port implanted on (B)(6) 2024, with an infusion port device left in the left upper arm, due to the need for intravenous fluids. On (B)(6) 2024 15:40, a single-use implantable drug delivery device indwelling needle was performed at the left upper arm infusion port, and on (B)(6) 2024, redness, swelling and tenderness of the skin in front of the single-use implantable drug delivery device indwelling needle were found, and a blister was seen on the local skin, which had broken down, with a surface area of about 1.5cmx2.0cm. Keep the local skin clean, and use iodine povidone to the keep the local skin clean, use iodophor to sterilize the red, swollen and blistered area, increase the number of drug changes, and remove the single-use implantable drug delivery device indwelling needle. No other information was provided.